Event description:
It was reported that a concern was raised regarding postoperative inflammation observed in 3 patients (5 eyes) following intraocular lens (iol) implantation. The inflammation required additional cortisone treatment. It was noted that the patients are well and no lenses have been explanted. This file covers the second patient (eye 2 of 2 for this patient). A separated report will be submitted for patients 1 and 3.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3: date of event: unknown/not provided, as information was asked but it was not provided. Section d6b: explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1: telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and no product quality deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.